Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted only 19 centimeters of the terminal segment of the electrode was returned. Resistance testing of the returned portion was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics with the returned segment, that would have caused or contributed to any issues in the field.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the electrode was explanted for an unspecified reason. It was noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) remained implanted in the patient. The field representative was unable to obtain further information from the clinic. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.

Event description:
---